Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. The reported condition could not be confirmed, due to no response from the customer. Despite repeated attempts to obtain information regarding the serial number and final disposition of this ventilator, the customer did not respond to any requests. No further information could be obtained. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator that gets hot when operating and emits a grinding noise. There was no patient involvement.